Event description:
See initial report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2019 and no other similar events have been reported. Considering the nature of the issue and the activity performed by ln fse to correct the problem, it cannot be ruled out that the drive motor connector was loose because not previously inserted all the way or accidentally pulled out before starting the procedure. No other specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Upon inspection of the drive motor, it was found out the drive motor connector was loose/disconnected, so the drive motor connector was reinserted and the problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump console drive unit stopped during procedure. The device was replaced with another. There was no report of patient injury.